Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation the pulse generator exhibited backup vvi mode. Further trouble shooting could not be performed. Additional information was not available. No report of intervention had been received. The patient would continue to be monitored.

Event description:
New information states the device was explanted and replaced.